Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had failed cardiac defibrillation. A system upgrade was done approximately five months later where the ICD was removed and the patient was upgraded with a crt-d (cardiac resynchronization therapy defibrillator). The implantable cardioverter defibrillator (ICD) was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.